Manufacturer narrative:
Date sent to the FDA: 9/15/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 9/11/2020. Additional h6 patient code: 3191 - bowel strangulation. Additional b5 narrative: it was reported that the patient experienced hernia recurrence, mesh erosion and bowel strangulation following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2014 during which the surgeon noted ¿penetrating mesh through the repair surface into the intra-abdominal cavity, penetrating into the mid small bowel, causing adhesions and torsions with acute small bowel obstruction. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.